Event description:
Damage to the pump housing and usb port was reported, but it did not affect the customer's ability to charge the pump. Although screws no longer held the plastic piece securely, preventing a watertight seal, the caller was not aware of any specific event leading to the damage, attributing it to normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, provided instructions for putting the pump into storage mode, and advised the customer to return the damaged pump within ten days to avoid charges. A replacement pump with updated software was sent, and the customer was instructed on necessary setup procedures for the new device. The customer planned to use multiple daily injections as a backup therapy until the replacement was received.